Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: two devices were received for evaluation. A visual inspection was performed, and dark particulate matter contaminates in the unopened packaging were observed for both samples. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations in the product manufacturing packaging process. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) micro-volume with luer lock end syringe inlets had foreign matter in an unspecified location. This occurred before use. There was no patient involvement. No additional information is available.